Event description:
Customer reported experiencing cgm error 42 with the pump, which occurred multiple times. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved to replace the pump and instructed the customer to return the problematic pump using a pre-paid label. Customer acknowledged the instructions and agreed to put the pump into storage mode before returning it.